Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer lost the serter and of all his supplies. Customer tried to insert a couple of infusion sets manually but was not able to. Customer's blood glucose was 400 mg/dl but caller did not want to troubleshoot since the customer just corrected with a bolus. Customer will be sent a replacement serter as a courtesy.